Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The reason for the patient¿s call was that they had received a message on their handset about two weeks ago and the health care professional (hcp) did not know what it meant. The patient stated that the hcp office was going to get a message to the manufacturer representative (rep) and call them back however the patient hadn¿t yet received a call back at the time of the call. The reported message was ¿all internal data has been lost.¿ patient services reviewed the information with the patient. When asked, the patient reported that about 6-8 weeks ago they had a cardio conversion procedure (no alleged to be related to the device/therapy). The patient was redirected to their health care professional (hcp) to further address the issue. Additional information was received from the patient on (B)(6) 2020. In response to what steps had been or would be taken to resolve the ¿all internal data has been lost¿ (power on reset (por) message after their cardioversion, the patient reported that they were still waiting for an appointment with a manufacturer representative (rep) to reset the device and that the issue had ¿not yet¿ been resolved. The patient also mentioned that they had never been told to turn the medical device off for the cardioversion and that they had two cardioversions, one on (B)(6) and one on (B)(6). There were no symptoms and no further complications reported at this time.